Manufacturer narrative:
The lens was not returned to b+l for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.

Event description:
The lens was explanted and replaced with a different lens model approximately 7 months post-implant.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
The patient reported having issues for months after the lens implant in (B)(6) 2016. Reportedly the patient's doctor indicated there was lens vaulting (z-syndrome), and surgery was recommended. Additional information has been requested but has not been received.